Event description:
It was reported that the nail targeting device disassociated at the neck. The nail was unusable without targeting device, there was a surgical delay of 7 minutes, and an alternate type of nail was used as a result. No adverse consequences to the patient were reported.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches with the alleged failure mode. Visual inspection of the received target device t2 gtn shows traces of use. Steel part of target device which holds the nail was completely separated apart from the fiber body. During manufacturing, both parts were assembled with press fitted fiber rivets along with glue. They were completely broken off. No further visual damage was observed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the visual inspection, possible causes of the failure could be over-bending of target device, hitting the target arm with excessive force without using strike plate, which has to be attributed to user related issue. This is the first reported case with this lot number. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the nail targeting device disassociated at the neck. The nail was unusable without targeting device, there was a surgical delay of 7 minutes, and an alternate type of nail was used as a result. No death or serious injury was reported.